Manufacturer narrative:
H10: the device history review for lot 4749750 was reviewed and a molding anomaly on the sealing surface of the poppet sub-component that can lead to leakage was found. The reported complaint can be confirmed. The probable cause of the leaking spiros is due to a molding anomaly on the sealing surface of the poppet sub-component.

Manufacturer narrative:
The device was discarded. Without the return of the sample a comprehensive failure investigation cannot be performed and a cause cannot be determined.

Event description:
A sus voluntary medwatch report (#mw5095106) was received and stated that a "spiros closed system transfer device on doxorubicin syringe leaked when rn started to administer to patient x 2. New dose syringe and spiros provided by pharmacy and dose was administered without leaking. Also had leaking spiros chemolock set.¿ additionally, the customer reported the drug was drawn from the vial using a spiros via a ch-70 chemoclave universal vented vial spike. The device was connected to a bd 30ml syringe luer-lock tip and a bd alaris pump infusion set (w/3 smartsite y-sites) during administration. The most distal y-site was used. There was no component damage or abnormalities observed. No harm was reported. This report is for the first leakage incident with the spinning spiros.